Event description:
A customer reported a malfunction code displayed as "malf 0" on their device. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was advised that the pump could continue to be used and to call back if the malfunction code reappears.